Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the etco2 module on the device failed to calibrate. There was no patient involvement.

Manufacturer narrative:
.